Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Information received from a conference. Name of the conference: (B)(6). A case in which the state of mitral valve released by safari wire's papillary muscle compression was observed with 3d transesophageal ultrasound in detail. The patient is with aaa under the renal artery, and left renal artery stenosis. Then, tavi, ptra and evar was planned to be performed in regular basis. Tf tavi was decided by deploying 26mm sapien3 nominal and the procedure was started. It was lvdd 46mm, but by considering in passing through inside the aaa and it was thought that it would be more stable if placed the wire in the apex, so safari extra small was selected. Massive mr appeared where bav was performed twice, and pulmonary artery pressure rapidly increased, so the ECMO mounted by emergency. After attaching the ECMO, wire was changed to safari small, and when the safari small was re-placed right before the papillary muscle gap from the previous time, the mr was reduced, and sapien3 26 mm was able to place safely. When evaluating the trans-esophageal ultrasound in detail, there was mv tenting 11mm in the safari extra small with papillary muscle compression at the apex part and coaptation loss occurred. After changing to small, the coaptation was also maintained with tenting 7 mm.